Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire medical field service technician went onsite and evaluated the device. Technician replaced user interface module assembly. All work performed in accordance with avea service manual revision g. Performed extended self test and performance check, all passed. Ventilator is operational and meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported no display - user interface module issue on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.